Event description:
It was reported that during a ballooning treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous shunt vein. A 3 mm unknown balloon was used and dilation was not enough. Then the sterling, mr, 4.0 x 40/135 (4f) balloon catheter was used. This balloon ruptured. Number of inflations is unknown. The procedure was completed with an unknown 5 mm balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).